Manufacturer narrative:
Additional information: h4: the lot was manufactured between 02/24/2025 and 02/25/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site (clearlink). The location of the leak was further described as "at the top portion of the luer lock". The issue occurred during infliximab infusion. Approximately 141 ml of the medication was infused with about 109 ml solution left to infuse. To resolve the event, the tubing was changed and the remainder of the infliximab was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.